Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. They requested repair options. Per follow up information received via email on 22jul2024, unit was being shipped to depot for preventative maintenance. Unit would not cool down to the set point and out of OEM operating range.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. The unit will not cool down test mixing pump was installed incoming, mixing pump had failed with confirmed error 113. Mixing pump was serviced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. They requested repair options.